Event description:
It is reported that the device was implanted in 2001. Revision surgery occurred in 2007, due to a torn polyethylene.

Manufacturer narrative:
Eval summary: as returned, the articular surface component shows excessive wear and pitting on the condyle surfaces as well as around the base of the spine. Also, the part shows rotational striations on the back side surface, dovetail lip deformation and deep gouging marks near the notch. Lab examination using scanning electron microscope indicates the presence of bone cement particles on the condyle surfaces of the polyethylene component that could have led to 3rd body particle wear/pitting. Furthermore, the mfg records show that the device was mfg and packaged to specifications. The cause of the wear noted on the articulating surfaces cannot be definitively determined; however, the presence of bone cement particles found on the surfaces could have been a contributing factor. Eval: as returned, the articular surface exhibits heavy delamination to both condyle surfaces and to the medial spine. Additionally, the device history records are intact and conforming, indicating the device was mfg to specifications. Scanning electron microscopy examination of the articulating surface was conducted and wear damage was documented. Pitting, micro cracks and material loss from the articulating surface was observed. Third body wear particles were also seen showing c, o, p, s and ca peaks in the spectrum. Energy dispersive spectroscopy analysis of the articulating surface material showed a carbon (c) peak typical of uhmwpe.